Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as spinal pain. The patient's medical history included irritable bowel syndrome (ibs) and chronic pain. It was reported the patient had a return of pain symptoms. The patient fell on the ice in (B)(6) 2018. The patient didn¿t notice any change in stimulation and x-rays were not taken at that time. X-rays were taken of her leads on (B)(6) 2018 and it was discovered that both her leads had migrated. There was bilateral lead migration. Interventions/actions taken included the patient was reprogrammed over the t9/10 disc space. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The patient status at the time of the report was 'alive - no injury'. No further complications were reported.